Event description:
One pt with discrepant calcium results. Initial result gave 11.0 mg/dl; repeat gave 9.2 mg/dl. Erroneous result was reported. Pt not adversely affected. The field service rep was unable to determine root cause for the discrepancy. Performance tests were performed and within specification.